Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that stimulation was turned off after the ins was interrogated with the clinician programmer following being interrogated by the clinician tablet. The rep has asked the health care provider (hcp) to attend a clinic session to observe their practice using both programmers. The rep thought the issue might be due to incompatibility issue and the hcp pressing ok to a warning screen on the clinician programmer indicating the settings would be cleared if ok was selected. No patient symptoms/complications were reported. On (B)(6) 2019 email x11 (hcp, rep, for) device and patient information received. It was stated that tremor was present when the hcp visited the patient. It was at that time they noticed stimulation was off and voltage was set at 0v. The contacts were still programmed, so the hcp set the stimulation and tremor was suppressed. It was stated that they saw a warning screen when they noticed the patient had a tremor, but they just pressed 'okay' and bypassed it. The patient has another follow up on (B)(6) 2019.